Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced fatigue and dizziness after receiving 8 shocks. The patient was evaluated in the hospital and was in monomorphic ventricular tachycardia (vt) at greater than 200 beats per minute. The patient was chemically treated. Laboratory work indicated that the patient had low potassium. Upon interrogation of the ICD it was discovered that the device had exhausted therapy after 24 minutes; however, the overall episode duration was 3 hours and 44 minutes. The patient had a supraventricular tachycardia (svt) at a rate of 135 beats per minute which was in the vt-1 zone and shocks were delivered inappropriately and exhausted therapy for that zone. Before the episode ended the patient went back into a fast ventricular tachycardia (vt) in the vf zone and shock another shock was delivered and successfully converted the patient; however, the patient went back into a fast vt in the vf zone and the final shock was delivered but failed to convert the vt. The patient stayed in the vt and was chemically converted in the hospital. Reprogramming of the device was performed to optimize therapy for this patient. The patient was discharge to home and no further complications have been reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.